Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the device had error message 240.4150. Both the upper and lower pressure sensors were replaced and passed all preventative maintenance (pm) checks. The device's functionality was verified to be within tolerance and was returned to service (rts). No further information will be provided, including patient demographics and no products will be returned.